Event description:
The patient was implanted with a left ventricular assist device. Approximately (B)(6) months post-implant, the patient was admitted to the hospital with thoracic pain. An echo revealed a left ventricular end-diastolic dimension (lvedd) of 56 mm and the aortic valve (av) was opening with every beat. Within the next few days, the patient informed the nurses that he had received "red heart" alarms, which were confirmed in the alarm history, along with "low speed hazard" alarms. According to the information received, the patient reportedly felt fine and had no signs of hemolysis. A cardio CT scan was taken several days later and an inflow occlusion was suspected. A decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and is reported to be recovering well with no further issues reported. The device was returned to the manufacturer for analysis and is currently in process. A supplemental report will be submitted when the manufacturer's investigation is completed.